Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, the tibia alignment instrument was defective. The red screw seized. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: instrument tibia alignment defective, red screw seized. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that attune em tibial prox uprod presents several scratches over the surface of the locking screw; consistent with other tools and hard edges coming in contact with the device. No other defects that could have contributed to the reported event were observed. Functional testing was able to replicate the reported complaint condition. An excessive amount of force was applied to the locking screw, however the component was not able to rotate as intended. Contributing factors of the observed condition of the device include damage on the internal threads, overtightening the locking screw. However, with the available information and the fact the internal threads were not able to be exanimated due to the jammed condition, a potential cause remains undetermined. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: attune em tibial prox uprod product code: 254400018 lot number: pg335247 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the attune em tibial prox uprod would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 07/31/2023. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: 090200836 rev j. Device history review : 1) quantity manufactured: (B)(4). 2) date of manufacture: 07/31/2023. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: 090200836 rev j. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4, d9, h4. Corrected: d4 (primary UDI #). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 and h6 (health effect - impact code and health effect - clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was there any adverse consequences that affected the patient because of the reported event? No. B. What was specifically the damage on the devices (broken (2+ pieces), cracked, bent, stripped/worn). ->red screw between distal and proximal tibial support can no longer be moved.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.